Manufacturer narrative:
An investigation was initiated in response to a customer complaint of misidentification of ten tests as corynebacterium durum in association with the vitek® ms instrument (ref: 410895, serial number: (B)(6). The customer's raw data was analyzed for this investigation. All fine tunings performed during the period of the identifications issues met acceptance criteria except the fine tuning performed on 29nov2019 for which one mandatory criteria was not met (ratio median of good peaks vs median of bad peaks = 3.2 instead of a minimum of 3.5). During the analysis of the spot quality preparation, it has been observed that the calibrator and samples ¿all peaks¿ values are heterogeneous. This could be explained by a non-optimal spot preparation of the calibrator strain. Due to this heterogeneity, the system status cannot be assessed. The system monitoring is based on the all peaks and good peaks median analysis. In case of high variation, the median is affected and the analysis is no longer relevant. Based on raw data analyzed internally, the customer¿s misidentifications and" no identification" results were due to the non-optimal spot preparation. Local customer service (lcs) has been instructed to provide the customer with additional training materials to help improve spot preparation technique.

Event description:
A customer in canada notified biomerieux of misidentification of ten tests as corynebacterium durum in association with the vitek® ms instrument (ref 410895, serial number (B)(4)). The customer reported the vitek® ms identified the isolates at 99.9% corynebacterium durum but stated the expected identification was alpha streptococcus. There is no indication from the customer that this event impacted the patient state of health or led to a delay of results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health.